Event description:
It was reported that this right ventricular (rv) lead was unable to extend and green tool used was getting noise. The physician changed everything but there was still noise but eventually the physician was able to extend helix and signal was clean. This lead remains in service. No adverse patient effects were reported.